Event description:
A malfunction alarm with code "malf 12" was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided information and guided the customer in resetting the pump, and the issue did not recur. The customer was advised to continue using the pump and to contact technical support if the problem reoccurs.